Event description:
It was reported that the customer observed arcing when the monopolar instrument contacted the uterine manipulator during hysterectomies. The issue was noted not to occur when using the xi system. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the issue occurred on (B)(6) 2025 on system sq0809. The correct site name is (B)(6). The issue occurred during hysterectomy ¿ benign procedure. The issue occurred on two different dates (B)(6) 2025 with a different surgeon and (B)(6) 2025. The issue on (B)(6) 2025 was already reported. The initial reporter also confirmed that on (B)(6) 2025, there was no injury/harm to the patient. The arching occurred with monopolar curved scissors instrument during the colpotomy portion of the procedure. It is unsure if the instrument will be returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 374897-33 e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The fse replaced the affected e-200 generator to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The unit passed functional testing. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the generator works as design with no errors triggering. The e-200 generator was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.